Manufacturer narrative:
Correction: previous report aware date should have been june 17th, 2024.

Event description:
It was reported during remote follow up that the right ventricular lead exhibited low pacing impedance and oversensing noise. Fluoroscopy revealed externalization of the lead near the header of the device. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.